Manufacturer narrative:
H3: analysis of the ins s/n: (B)(6), lead (lot#: va37cb7), and wrench revealed that the returned devices passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID neu_wrench_acc serial# unknown product type accessory. Product ID 978b128 lot# va37cb7 product type lead. Product ID neu_interstim_ins serial# unknown product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedances was determined, however when asked the likely cause the rep indicated "unsure what the issue was." The rep indicated that they used another ins and lead. The lead was tunneled and the rep indicated that they needed to re-implant the lead and battery.

Event description:
Information was received from an representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing high impedances. The rep ran impedance several times and they still had orange exclamation points showing high impedances. They used another battery and it still had out of range impedances. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97800 (B)(6); product type: 0197-implantable neurostimulator; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va37cb7); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.